Event description:
Plaintiff alleges suffering from type-1 latex allergy related to her exposure to latex gloves. She alleges suffering from inter alia, hand sores, hand dermatitis, hives, runny eyes, runny nose and shortness of breath. Because of this sensitization to latex she alleges she is at risk of suffering anaphylactic reactions when she comes in contact with natural latex proteins. Plaintiff's husband, alleges loss of consortium of his wife.